Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 365 laser fiber, the fiber tip wore down quickly. The fiber was used with an acmi dornier laser with laser settings of .8 joules and 8 hertz. The procedure was completed with another accumax 365 laser fiber without any complications to the patient, who is reportedly fine post procedure.

Manufacturer narrative:
Visual analysis of the returned fiber revealed the pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached. Burn marks were observed on the fiber. There was no exposed tip remaining.